Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during non-emergency vascular treatment procedure. The procedure got delayed and the frontal arm was in working position and was swinging toward the customer side, the examination was continued by moving the top plate of the ad7. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm was unable to move. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found failure of the drive power supply unit on the back of the c-arm. To resolve the issue, the fse suggested a repair service which was rejected by the customer. As service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.